Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that the screwdriver shows a slightly worn tip, but is still in working order. The article was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tightening torque did not work. On (B)(6) 2013 a (B)(6) female patient underwent surgery to repair a fracture of the left distal radius. During the procedure the distal locking screw penetrated the fractured distal radius. The plate was attached with a guiding block to the kirschner wire and ellipsoidal hole by use of cortscr diameter 2.7. The surgeon made a skin incision followed by manipulation and temporarily fixation of the kirschner wire on the fracture of the left distal radius. For the most distal position, the surgeon inserted the screw with the fixation mode. The screws were inserted radialward but the screw tightening torque of the driver did not work. As a result, the surgeon could not see an image in the operative field. After the block attached to the plate was removed, the doctor noted the penetration by the screw with no torque. After the recovery of the removed screw, the va lcp 2 column remained inside the patients arm and will be recovered after the removal for the following reasons: the fixation of the plate was completed and per the doctor there was no problem without the screw. This is 1 of 3 reports for the same event.